Manufacturer narrative:
Trackwise #: (B)(4). A lot history record review was completed for lots 3000379691, 3000378654, and 3000377320, the last 3 lots shipped to the account prior to the event/aware date. There were ncmrs , rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
Related to tw (B)(4). The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 had a c-ring fracture. A new device was opened to complete the procedure after a minimal delay. There was no patient harm.